Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 12mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent struts from the 4th most distal stent strut row were damaged and lifted from their crimped position. The crimped stent outer diameter (od) of the undamaged portion of the stent was measured which is within maximum crimped stent profile. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 760mm distal to the distal end of the strain relief and multiple kinks along the hypotube. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00 x 12mm synergy drug-eluting stent was selected for use to treat the lesion. However, during preparation, it was noted that the device had kinked at the hypotube and broke in half. The device was not used inside the patient and the procedure was completed with another 3.00 x 12mm synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00 x 12mm synergy¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation, it was noted that the device had kinked at the hypotube and broke in half. The device was not used inside the patient and the procedure was completed with another 3.00 x 12mm synergy stent. No patient complications were reported and the patient's status was stable.